Event description:
Title: lsi solutions cor-knot malfunction. Cor-knot device was being used for aortic valve replacement to tie down sutures on the valve. During use when one loading device was returned for reload it was noticed that the short piece of suture and the crimping metal piece was stuck in the end of the loading device. What was the original intended procedure? Aortic valve replacement. Deivce usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).